Event description:
The pt reported the "numbers jump around" and "part of the lcd is missing" on the display screen of his insulin infusion device. During troubleshooting, the pt stated the infusion device has been exposed to water as he takes a shower with the device still attached to his body. The pt was advised to always disconnect from his infusion device when around water sources. He stated he has not seen moisture inside the device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.